Manufacturer narrative:
The actual device was returned and evaluated. Based on the lot code of the device, it was manufactured in october 1994. Therefore it has been in use for over 25 years. This duration of use aligns with the significant wear and tear observed on the device. The root cause is normal wear and tear of a device at end of life. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "a 55-year-old female patient was treated for endonasal excision of a pituitary microadenoma in the context of cushing's disease. The curette used to remove part of the pituitary adenoma broke inside the patient's nasal cavity. The surgeon was able to retrieve the piece, with difficulty."

Manufacturer narrative:
The part has just been returned, and will be evaluated soon. The investigation is ongoing. Once additional relevant information is available it will be submitted in a supplemental report.